Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when turning on the cusa clarity console (c7000) during an aortic valve replacement procedure, it displayed an error message. The device was turned off and then turned on after unplugging it for 15 minutes but no sign of improvement. There was a delay of more than 30 minutes. A cem nosecone was not used when the error occurred, and a generator was not placed within 2 meters around the device. Another device was used to complete the procedure, and there was no patient injury.

Event description:
N/a.

Manufacturer narrative:
The cusa clarity console (c7000) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The definite root cause of the reported issue could not be determined. Based on the customer reported failure ¿system error code¿, it is possible this complaint was due to an interface board issue, however without testing it is not possible to verify. Should the product be returned for analysis the complaint will be reopened and evaluation will be completed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.